Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and performed functional analysis and confirmed that the case was opened incorrectly against the site and needs to be cancelled. No service has been performed by philips as no failure was identified. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch needed replaced. There was no reported patient or user harm. Philips has started an investigation of this complaint.